Event description:
It was reported via repair work order that the latch was broken on the patient left footend side rail causing it to be stuck in the mid-position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.